Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported the ins was not working properly. The patient reported the ins was not charging right and it was not giving them full effect on the left side. The patient tried calling a manufacturer¿s representative (rep), but their voicemail box was full. The patient stated they were in a motor vehicle accident on (B)(6) and noted their stimulator had been messed up ever since. The patient reported the loss of effect on the left side was sudden. No further complications were reported.